Event description:
It was reported that a loaner rotaflow console unit was not holding a charge when unplugged. The unit would turn off. No reported patient effect. (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.